Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: testing confirmed that there was intermittent responses to button presses on all of the keypad buttons. The keypad cover was torn off across the ok button, exposing the button contact. Contamination was present underneath all of the button contacts. Unrelated to the keypad issue, the battery compartment was cracked at opening of the battery chamber extending down to the primary seal. The returned battery cap was unable to fully tighten because of stipped threads on the cap. A test cap was used to complete testing. The test battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no observed issue with a loss of power and no evidence of moisture damage in the battery compartment. Additionally, the text on the display screen was dim/faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).